Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: d4: serial number: the serial number was incorrect in the initial report. The serial number has been updated from (B)(6) to (B)(6). D4: UDI: (B)(4). G1-2: the manufacturer location was unknown in the initial report. The location has been updated to waldenburg. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 7/4/2012. H6: device history record review: a device history review was performed, and no non-conformances were detected related to the reported condition. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The device manufacture date was unknown. The manufacturing location was unknown. Concomitant med products and therapy dates: power module device, lid device, (B)(6) 2019. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery handpiece/modular device, power module device and the lid device did not work. It was reported that prior to surgery, the power module was on charge and the devices worked properly. However, during the surgery, the devices did not work. It was reported that the user used another power module, and the devices worked properly. After the surgery, the user checked the devices, and they worked properly. It was not reported if there were any delays to the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device availability date was incorrect in the initial report. The date has been updated from 8/27/2019 to 8/30/2019. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. During repair, it was observed that the device failed pretest for check for leakage, check the cannulation and check roundness of housing. It was further determined that the roundness of the housing was not up to the specifications and so the lid could not be mounted with the handpiece easily. It was determined that the device was leaking, and the cannulation gauge could not be inserted into the perforation of the handpiece as the cap nut was worn out and deformed. It was further determined that the seals were worn out and so the device was leaking. It was observed that the k-wire could not be inserted, and the locking mechanism was stiff/stuck. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.